Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited low remaining longevity which had dropped dramatically due to high pacing thresholds on the left ventricular (lv) lead. Lead output had recently been increased. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.